Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced sharp pains in their chest. Programming changes were made to the device. The pacemaker remains in use. No patient complications have been reported as a result of this event.